Event description:
It was reported that the 4-40 stud broke off the handpiece when attaching the device during the lap gastric bypass. The case was completed with another handpiece. No patient consequence was reported. One handpiece to be returned.